Manufacturer narrative:
Vasovagal symptoms are listed in the coolsculpting user manual as rare but expected side effects. Vasovagal symptoms may include dizziness, lightheadedness, nausea, flushing, sweating, or fainting during or immediately after the treatment. Known triggers of vasovagal syncope include pain, trauma, sudden positional change or orthostatic hypotension, nervousness, hypoglycemia and stress. Common practice in the prevention and management of the vasovagal reaction can also be used in taking care of patients who develop vasovagal during coolsculpting, including removal of source of trauma (stopping treatment), having patient lie down or gradually and cautiously move towards the upright position.

Event description:
A treatment provider reported that a patient treated to the lower abdomen with cooladvantage plus on (B)(6) 2021 presented with fainting and pain when woke up with a duration of 35-45 minutes.

Manufacturer narrative:
Corrected data: d1.

Event description:
A treatment provider reported that a patient treated to the lower abdomen with cooladvantage plus on (B)(6) 2021 presented with fainting and pain when woke up with a duration of 35-45 minutes. .